Event description:
It was reported that there was a malfunction involving a pump. The malfunction did not impact the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the problem, the customer was instructed by technical support to switch to multiple daily injections (mdi) as a backup therapy, put the pump into storage mode, and return it using a pre-paid label within 10 days, which the customer acknowledged and understood.